Manufacturer narrative:
Related component of device system: model number/ catalog number: 720185-01. Serial number: n/a. Batch/ lot number: 1000138354. Model/ catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). The device was removed and a new ipp was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The device was replaced due to it stopped working, the specific issue is unknown. There were no patient adverse effects and patient is doing fine. The implant procedure of the previous device was on (B)(6) 2018.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Malfunction was reported. The ams700 device was visually inspected and functionally tested. No leak was found. The cylinders performed within specifications. The pump failed the inflation test and did not transfer a sufficient amount of fluid to fully inflate the cylinders. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Related component of device system: model number/ catalog number: 720185-01 serial number: n/a batch/ lot number: 1000138354 model/ catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). The device was removed and a new ipp was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The device was replaced due to it stopped working, the specific issue is unknown. There were no patient adverse effects and patient is doing fine. The implant procedure of the previous device was on (B)(6) 2018.